Event description:
It was reported that stent damage occurred. The 90% stenosed, 33x4.0 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 4.00x28mm promus element ¿ drug eluting stent was selected for use to treat the target lesion. However, during the procedure, the physician found that the stent body was lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was bunched at its proximal end. Further examinations of the crimped stent found that a stent strut on the 9th row from its proximal end was slight distorted. This type of damage to the stent is more consistent with the stent getting caught on a foreign object during withdrawal. An examination of the balloon found that the balloon was tightly folded around the shaft. No issues were noted with the profile of the tip. An examination of the hypotube identified that the hypotube was kinked at 34.5cm distal to the strain relief. This type of damage is consistent with excessive force having been applied to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).